Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut due to an incomplete mesh (dull). The cutter does not meet the zimmer acceptance criteria; however, the repair was not completed because cutters are not repairable devices. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00353-1.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow-up report will be submitted with the investigation results and any actions taken by the manufacturer. Associated mesher medwatch: 0001526350-2023-00353.

Event description:
It was reported that outside of surgery, the device was dull and not fully penetrating through the skin. No harm or delay were noted. It was found during repair, that the cutter failed the test cut with an incomplete cut. Due diligence is complete and there is no additional information available. No adverse events are associated with this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.